Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an ar-9165cdg baseplate impactors blue tip broke off. This occurred during an unknown case after impacting the glenoid the tip broke off. The broken fragment was retrieved, and the patient was not effected. No additional information provided.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-9165cdg was received for evaluation. Visual inspection revealed one side of the slotted boss at the distal end of the baseplate impactor had broken. No other apparent issue was found. A cause for the breakage can be attributed to misuse resulting in excessive application of mechanical forces, or impact of a hard surface/device, onto the feature.